Event description:
It is reported that the patient is experiencing knee pain.

Manufacturer narrative:
Evaluation summary: the femoral and articular surface components are incompatible. It is likely that the reported pain is due to the implantation of incompatible components. No devices or photos were rec'd; therefore, the condition of the components is unknown. Operative notes were not provided. Radiographs were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Evaluation: device history records were reviewed and found to be conforming. It is not suspected that the product failed to meet specifications.